Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed one of the rubber feet was missing. The device was able to power on using ac power but failed to power on under battery power. When powered on the device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the system board battery charging circuit voltage was too low to charge the battery. The system board battery charging circuitry was enabled by connecting a known good battery. With a known good battery connected the device was fully functional. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the device is not alarming. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device is not alarming. No patient impact or consequences were reported.